Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was capped on (B)(6) 2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient experienced inappropriate shocks, attributed to noise and increasing pacing impedances. Lead remains actively implanted and no surgical intervention has been reported. Should additional information become available, this file will be updated.